Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The coil was found severely stretched, kinked and broken in 2 pieces with the fibers covered with blood. The interlocking arm of the coil was detached. One of the coil pieces was returned with hard biological residues on it that were not blood. Microscopic inspection revealed that the zap tip shape and surface was smooth. The zap tip outer diameter and the number of distal fiber bundles were within specification but the number of proximal fiber bundles failed to meet the specifications. The outer diameter of the coil were not measured due to the device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "selection of a coil diameter smaller than the vessel diameter may result in coil migration. Coil selection is a matter of physician preference and the clinical situation however it is recommended the physician oversize the coil, as applicable based on the placed location. The shape and diameter of the vessel to be occluded as well as proximity to branch vessels generally govern selection of the coil diameter and length. Also, do not advance or retract the interlock - 35 fibered idc occurrence system too quickly or against significant resistance. Forcing the interlock-35 system forward or backward against significant resistance could result in stretching of the coil or damage to the interlocking mechanism resulting in a loss of functionality. If friction is noted in any successive coil, carefully examine both coil and diagnostic catheter for possible damage. Replace both if necessary. Additionally, do not advance the interlock - 35 fibered idc occlusion system if it becomes lodged within the catheter. Determine the cause of the resistance and replace the catheter and coil if necessary. Furthermore, it is critical that the 5f imager ii selective diagnostic catheter is flushed vigorously, either utilizing a continuous flush or hand injection setup, before and after the introduction of each interlock - 35 fibered idc occlusion system." (B)(4).

Event description:
It was reported that the coil migration occurred. The target lesion was located in the hepatic artery. A 10mm x 40cm interlock¿-35 was selected for use. During the procedure, it was reported that the last coil embedded in the lesion got caught on an unspecified microcatheter and was found stretched. The coil migrated and was retrieved using a retrieval device. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the coil migration occurred. The target lesion was located in the hepatic artery. A 10mm x 40cm interlock&#11123;5 was selected for use. During the procedure, it was reported that the last coil embedded in the lesion got caught on an unspecified microcatheter and was found stretched. The coil migrated and was retrieved using a retrieval device. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.